Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced ineffective stimulation since being implanted. Reprogramming has been attempted multiple times to resolve the issue, but to no avail. Follow-up info revealed the pt underwent surgical intervention and had his lead repositioned. The pt reported effective stimulation coverage postoperative. Additional follow-up info revealed the pt desires to have stimulation higher in his back. However, the physician feels the pt will not receive better back stimulation coverage than he is currently receiving. The pt will follow-up with the sjm representative at a later date as the next course of action.